Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a product used during spinal fusions to insert pedicle screws. It was reported that the tip of the device was broken. This did not occur during a case and was not associated with a patient. The patient involvement in the event is unknown and hence no fragment of the instrument remained in a patient. There were no further complications or symptoms reported.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 2342306s, lot# ct16m030. Visual and optical examination confirmed the driver tip has been broken and the corners of the torx tip have been rounded off. The remaining tip has also been twisted. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.